Manufacturer narrative:
Evaluation completed. The original packaging was not returned. The part number and lot number cannot be verified or determined. One small test tube was received. The test tube contains the in-line filter, an unknown fluid and the particle. The particle was grey in color and was in the shape of a fish hook. The particle had a soft or spongy feel (not hard). The particle was approximately 3mm long. It has the appearance of the grey stopper on a bottle of bs050 balanced salt solution. The sample was sent to an independent testing lab. The lab report stated, these analyses indicate that the gray colored particle, consists primarily of carbon and oxygen. Lesser concentrations of silicon, aluminum, magnesium, titanium and sodium were also detected. This composition is consistent with a glass fiber filled unidentified organic material (polymer)."

Manufacturer narrative:
Customer return unidentified bss bag and stopper. The product was sent out to a testing lab for additional analysis. Per the lab investigation, the grey stopper was found to be comprised of natural rubber containing approximately 22% ash. The ash consists of glass fiber filler and titanium dioxide pigment. A lesser concentration of anox pp18 anti-oxidant was also detected. It is not conclusive that the gray colored particle and the grey rubber stopper were comprised of the same material.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
During phacoemulsification, particulate came into the patient's eye. It was removed. No patient injury reported. Additional information: the particulate was incubated in liquid medium at the hospital, and no microbial reaction was observed.